Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was "wobbling and freezing" and eventually passed out. The patient could not remember the cgm and bg values during the time of the event. The patient stated that emergency medical services (ems) was called via her apple watch and her apple watch also notified her followers. Once ems arrived, the patient was treated with IV glucose and recovered. There was no documentation that the patient was transported to the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e2304 chills. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.